Event description:
In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 7 years. According to the patient's medical records, she had pulmonary valve replacement at age 3 with this device. She now presented with increasing gradients and went to the cath lab to attempts a balloon dilation; however, there was residual stenosis with peak gradient in the 70s to 80s range. Given the uncertainty about the significance of the aortic insufficiency (ai) and the ventricular septal defect (vsd) that was noted in the cardiac cath, she presented for pulmonary valve replacement. Intraop tee showed the ai to be very mild and the vsd patch leak was small; the pulmonary valve gradient was 70. The pulmonary valve was replaced with a new edwards prosthetic valve. The patient was weaned from cardiopulmonary bypass without difficulty. The patient tolerated the procedure with no complications encountered. The patient was discharged home in stable condition.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The patient's medical records document a history of stenosis. Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.